Event description:
The spring became uncoiled during the procedure. The device was removed and replaced with another MFR's device. The pt went to surgery for repair of artery. The pt is reportedly doing fine. The actual product is being retained by the hosp. 10 unused items from various lots are expected to be returned for evaluation. No further info is available at this time.